Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they had experienced hypoglycemia when the pod disconnected from the dexcom g7 sensor causing the system to switch from automated mode to manual mode. The patient noted this happened while they were sleeping. The patient also mentioned they received an error message, ¿automated mode cannot be activated at this time, please check your sensor¿. The patient's blood glucose levels declined between 30 mg/dl and 24 mg/dl, while wearing the pod for an unknown duration of time. Symptoms reported included a seizure. The patient did not seek medical attention.